Manufacturer narrative:
H6: investigation results: the revision reported was likely the result of prosthesis wear. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, on (B)(6) 2014, this patient underwent left total knee replacement surgery and was implanted with a recalled optetrak polyethylene tibial insert. On (B)(6) 2022, approximately 8 years 11 months after their initial replacement, they underwent left total knee revision surgery due to accelerated and preventable wear of the optetrak polyethylene tibial insert. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: a2 h6 the following sections were corrected: b1 b2 e1 e2 e3 g2 h6 the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.".